Event description:
It was reported that an asymptomatic patient presented to the operating room for a crt-d implant. After implanting and suturing the right ventricular lead the physician moved the lead. Insulation damage was noted on cutting the sleeve. The lead was removed and a new lead was implanted. The patient was in a stable condition post procedure.